Event description:
The footswitch cable is broken and caused "footswitch errors" when activated. The case was completed by flexing cable unit it continued to work. No pt consequence reported. The cabel is the black style.